Event description:
During a lap prostatectomy procedure, not long into the case, the henerator alarm kept signaling hand piece temperature - hand piece did not feel hot. Scrub nurse changed hand piece - it started working then istrument error came up - re torqued and turned machine on/off but still instrument error. Changed disposable this one worked for a bit but then failed. Not known how case was completed. Prolonged theatre time and as a consequence there was some bleeding.